Event description:
On (B)(6) 2011, customer reported that a small amount of fluid leaked out of the secondary probe, on their hmx autoloader instrument, during a disinfect procedure. Customer also stated that the instrument generated voteout codes for the platelet results. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and could not find a leak. Fse determined that the platelet voteout issue was caused by a contaminated red blood cell aperture. Fse performed a decontamination procedure and the platelet voteout issue was resolved. No further problems were reported.

Manufacturer narrative:
Results: red blood cell aperture. (B)(4).